Event description:
It was reported that the (B)(6) 2014 programmer report for the patient showed high impedances.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v011992, implanted: (B)(6) 2006, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v011992, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the impedance would not be considered high. There were no impedance values greater than 4,000 ohms.